Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had a wire that was raised. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's reported issue was confirmed, the forceps stand does not operate smoothly due to the forceps wire. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.